Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: a visual and functional assessment was performed on the device. The following steps failed: general condition markings leakage test using bubble emission technique check the cannulation of hand piece check for mechanical free moving check roundness of housing check fitting of the lid check for wear on housing check general function of device. During the service evaluation the following failures were identified: visual: corrosion/rusting/pitting labeling: illegible etch functional : will not run functional: moving parts do not move smoothly internal finding: leak tightness test failure. Conclusion: ¿ failure reported is not confirmed ¿ root cause: faulty parts ¿ action: repeated repair.

Event description:
It was reported that during an unspecified surgical procedure it was observed that while using the battery handpiece/modular for trs device, when the engine cap was to be placed, it is evident that the handpiece was rotated (not gravity). While making brocade to place acetabular screws the drill bit splits inside the acetabulum, but it was removed with satisfaction with a gouge without leaving any remains inside the patient. There was no delay in the procedure reported. There were no reports of injuries, medical intervention or prolonged hospitalization. No additional information was provided.